Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed signs of repeated use and the post feature was fractured off. Device history record (DHR) was reviewed and no discrepancies were found. A previously addressed design issue is considered as the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a persona knee instruments was returned via worn instrument return program due to the device fracturing.